Event description:
It was reported by customer that was significant friction/difficulty passing the catheter over the guidewire. Ultimately it was possible but with more friction than normally expected. No harm to the patient reported. 9/30/2024 - the guidewire returned for evaluation was found to be kinked and slightly misaligned coils.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty passing the catheter over the guidewire is confirmed but the root cause could not be determined. One 0.35 in. J-tip guidewire in its protective housing was returned for evaluation. An initial visual observation revealed no obvious blood use residues throughout the returned guidewire. A small kink was observed just proximal to the j-tip along the guidewire. A functional test of attempting to pass the complainant guidewire through a non-complainant dialysis catheter revealed the guidewire passed through the catheter with some observed resistance. A microscopic observation revealed a kink in the guidewire. The coils appeared to be slightly misaligned. No other damage was observed along the remaining length of the guidewire. No evidence was found to confirm a root cause of this failure. Potential causes of a kinked guidewire may include device manipulation, device packaging or other unknown factors. This complaint will be recorded for future trending and monitoring purposes.